Event description:
(B)(4). Same case as 2134265-2009-05785 and 2134265-2009-05786. The patient was enrolled in (B)(6) 2007. The target lesion was a type ii identified in the right carotid artery. The lesion length was 5mm and the reference vessel diameter was 5mm with 90% stenosis measured by nascet. Thrombus, ulceration, dissection and pseudo aneurysm was not present. 1+ calcium was present with moderate target vessel tortuosity. A carotid wallstent monorail 7 x 30mm stent was used in the procedure. A filterwire ez was used for cerebral protection. Pta performed using a maverick catheter. A heart rhythm stimulant, atropine, 1.5 was administered. Peri-operative event reported severe bradycardia with medication therapy. The event resolved with no residual effects. Stent was successfully placed at the intended site. There was successful use of the cerebral protection device. The procedure technically was successful with 0-29% residual stenosis. Post procedure clinical assessment morphological outcome note the carotid stent was patent, with 10 % residual stenosis. The patient clinical outcome was asymptomatic, with complication less than 24hrs after the procedure of severe bradycardia, pm implantation. One month follow up visit in (B)(6) 2007, the patient was asymptomatic; carotid stent was patent, with 0% residual stenosis. Six month follow up visit in (B)(6) 2007, the patient was asymptomatic; carotid stent was patent, with 50% residual stenosis. Twelve month follow up visit in (B)(6) 2008, the patient was asymptomatic; carotid stent was patent, with 70% residual stenosis. There were no complications documented at any follow up visits.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not available for analysis.